Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, the device would not fire with the first cartridge. Another device was opened and it would not fire. A third device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged firing mechanism. Evaluation summary: two devices (a-b) were returned for analysis. Both devices were returned without a cartridge and with the firing mechanisms damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.